Event description:
It was reported to boston scientific corporation on july 6, 2022 that a flexiva pulse laser fiber was used during a procedure, performed on unknown date. During the procedure, the tip of the laser fiber was broken. The physician continued to use the laser fiber until the tip burned back fully and opened a second laser fiber. The procedure was completed with the second flexiva pulse laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The exact event date is unknown, however the account reported that the event occurred during the week of (B)(6) 2022. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.